Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing potentially due to noise on the right ventricular lead was observed. The noise may have been intrinsic and some undersensing was noted. The noise was not reproducible with isometric testing. Programming changes were made. The plan was to monitor the patient. The patient was stable.